Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were nonfunctional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes nonfunctional) was confirmed. Upon evaluation, pins 6 and 7 of the u730 component were out of tolerance. The cause of the nonfunctional ECG electrodes is the defective component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component.